Manufacturer narrative:
The field service engineer (fse) replaced the red blood cell (rbc) diluent dispenser and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported observing bubbles from the red blood cell (rbc) diluent dispenser involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted - no erroneous results were generated. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.